Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a female patient who had essure (batch no. 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and endometriosis ("endometriosis"). The patient was treated with surgery (bilateral salpingectomy, da vinci assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dysmenorrhoea and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis and menorrhagia to be related to essure. Most recent follow-up information incorporated above includes: on 26-may-2020: mr received: reporter was added. Lot no. Was added. Case became serious incident as "injury nos" was replaced with events "menorrhagia", "dysmenorrhea" and "endometriosis". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and endometriosis ("endometriosis"). The patient was treated with surgery (bilateral salpingectomy, da vinci assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dysmenorrhoea and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.